Event description:
During a laparoscopic nephrectomy the clip did not come automatically. Then the dr. Fired again, one more time, and the clip came out but it was not closed completely. The dr used a new one. There was no pt consequence.